Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The nurse was unable to dispense medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5-1 failed 5 cubie pockets. The field service engineer (fse) inspected the unit and ran hardware test application (hta), confirming all cubies tested good. After rebooting to the application, the app failed to launch, so the system was powered off, and all row boards were reseated. Hta was run again, and all cubies passed the test successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.